Event description:
It was reported that the patient presented to the emergency department with dizziness. An interrogation observed t-wave oversensing (twos) on the right ventricular (rv) lead, which caused rates less than the programmed rate on the implantable cardioverter defibrillator (ICD) device. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076-45 lead, implanted: 2012-(B)(6).